Event description:
It was reported that the catheter was placed for routine vaginal delivery. There were no insertion problems reported. During removal, the catheter separated, and a portion was retained. X-ray confirmed that 3 1/2cm remained in the subcutaneous tissue. Neurosurgical consultation recommended leaving the retained portion in place. There were no patient complications.